Event description:
Account reports infusing integrelin from a bottle with the specific tubing. Per bio-med, rn was sure that the tubing was loaded with the soft part of the tubing. Rn noted the solution was infusing too quickly and turned the pump off. The solution continued to flow. Bio-med was unable to duplicate the problem. Tubing and bottle are available for eval with the pump. Pt. Information not available at this time. Additional information reveals that the incident happened in ICU. Integrelin (100cc) was set at 15cc/hr with 100cc vtbi set. Rn (fairly new) noted it was running too fast, did not clamp the tubing and left the room. On return, rn noted the solution was all infused in one hour. No patient injury reported nor intervention.